Manufacturer narrative:
Stryker evaluated the customer's device and observed the buttons on the hood did not work. After replacing the hood assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the buttons on the device hood would not work. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.